Event description:
Surgical intervention occurred to address arthrofibrosis. Poly inserts were exchanged during the procedure.

Manufacturer narrative:
Surgical intervention occurred to address arthrofibrosis. Poly inserts were exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.